Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope go monitor, the screen was completely white when attempting to intubate. The customer reported that they replaced the attached laryngoscope but it did not resolve the issue. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
A loaner monitor was provided to the customer and the subject glidescope go monitor used during the reported incident was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to confirm the reported image issues. When connected to verathon's known, good, test batons and blades, no white-out or any other image issues were observed. The video displayed as intended. The customer's glidescope go monitor passed verathon's device functionality testing. Upon completion of verathon's device evaluation, the glidescope go monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.